Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Customer states they did not press a button down for 3 minutes or longer. The customer states the insulin pump had an error in the hardware low level failures. Customer was able to clear the alarm. Customer received request to rewind the insulin pump. Customer was able to complete insulin pump rewind. Customer reported that they performed self test and test was passed. Customer stated did try that beep test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.